Event description:
It was reported that the patient had a right wrist arthroscopy procedure and other small procedures on 7-18-97, after surgery and in recovery, both ad sites were clean and clear. 24 hrs later, the pad site on one thigh developed a weepy rash. 7-21-97, at post op visit, doctor found 2nd degree full thickness burn with eschar. Treated with silvadene.